Event description:
Reporter indicated a patient had high lead impedance readings during an office visit, indicating a possible lead malfunction. Patient is asymptomatic. Manufacturer's review of x-rays did not reveal any obvious discontinuities in the ncp system. A lead break is suspected. No serious injury has been reported with the high impedance condition. Lead revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.